Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1092363. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through CAPA#1092363. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA#1092363 to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that erroneous results occurred with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter, "pbmc cells yield per each sample handling were about 0.5 million per ml of whole blood collected, which was far less than the expected range." ¿ we are identifying that at centrifugation after blood sample collection, the mononuclear cells layer is thinner that we observed previously at another pbmc isolation study using cpt tubes. Also after wash by dpbs and other wash medium, cell pellets seem to be less. Pbmc cells yield per each sample handling were about 0.5 million per ml of whole blood collected, which was far less than the expected range. Now we are suspecting the quality of cpt tubes and the lots used are listed below 8ml cpt tube bd cat: 362761 lot: 8213841 - used since mar2019 ((B)(4) units)".

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter, "pbmc cells yield per each sample handling were about 0.5 million per ml of whole blood collected, which was far less than the expected range." "We are identifying that at centrifugation after blood sample collection, the mononuclear cells layer is thinner that we observed previously at another pbmc isolation study using cpt tubes. Also after wash by dpbs and other wash medium, cell pellets seem to be less. Pbmc cells yield per each sample handling were about 0.5 million per ml of whole blood collected, which was far less than the expected range. Now we are suspecting the quality of cpt tubes and the lots used are listed below: 8ml cpt tube bd cat: 362761. Lot: 8213841 - used since (B)(6) 2019 (60 units)."